Event description:
Patient reported right side "increasing health problems such as chronic exhaustion (fatigue), severe weakness, circulatory problems and enlarged lymph nodes as they progressed", "recall" and "immunological symptoms". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, muscle weakness.